Manufacturer narrative:
H4: the device was manufactured between 10mar2023 and 11mar2023 h10: one device was received for evaluation. During visual inspection liquid was observed inside the spike port cover. The set underwent functional testing by removing the spike port cover and a small leak was observed at the spike port membrane. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a supplier issue. The second device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 4000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked at the middle/membrane port. This was observed after compounding, prior to patient use. There was no patient involvement. No additional information is available.